Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated the rv pace/sense grommet and rv high voltage grommet were found with foreign material (fm) . The returned device indicated the svc setscrew had a damaged set screw head. The returned device indicated the rv high voltage setscrew was found with a rounded socket and fm in the socket. The returned device indicated all set screws were found in their respective connector bores. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a setscrew problem; "the screw did not lock." Another device was implanted, and no patient complications have been reported as a result of this event.